Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported break of the clip introducer flush port appears to be due to user technique. The reported leak is the cascading effect of the break. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak and crack. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced to the mitral valve, and the first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve without issue; however, the column of the sgc was observed to have lost fluid. The stopcock was observed to be loose due to a crack on the clip introducer. It was noted that the user may have inadvertently misaligned the clip introducer onto the stopcock which caused the crack. The cds was removed with the clip attached and a new cds was used with the same sgc to complete the procedure. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.